Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (500 mcg/ml at 373 mcg) via an implantable infusion pump for intractable spasticity. It was reported that based on the patient¿s symptoms, the surgery center was called to verify the concentration of medication in the patient's pump. It was reported that the patient's pump was filled with the incorrect concentration of medication. There were no known factors that may have led or contributed to the issue. Once it was verified the concentration was not correct, the patient went to their clinic where the pump was reprogrammed with the correct concentration. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.